Event description:
At the scheduled follow-up, the r-wave thresholds were in range and the physician no longer believed there was anything wrong with the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, the sensing threshold showed a decrease. Capture and impedance measurements were stable. The measurements will be checked again at the next scheduled follow-up.